Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the long and short sample tubing as well as the z axis motor and adjusted the pressure. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated ft4 result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00236 was filed on march 17, 2014.(B)(4)

Event description:
A discordant, falsely elevated free thyroxine (ft4) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was tested from pour off tubes on the same instrument and an alternate instrument, both resulting lower. It is unknown if the rerun results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ft4 result.